Event description:
It was reported that a patient, (B)(6), male, underwent a ventricular tachycardia (vt) procedure with a smart touch bidirectional catheter and a pentaray navigational eco catheter and suffered a vascular dissection. Two weeks after the procedure, the patient expired. During the procedure, there were no reported complications and the procedure was normal. Mapping was performed with both the smart touch bidirectional catheter and pentaray navigational eco catheter. The patient was reported to be in stable condition immediately after the procedure. However, two weeks after the procedure, the patient expired due to an aortic dissection. The patient had a severe aortic insufficiency and multi-organic failure. The intervention performed was an angioplasty, coronary artery bypass grafting (CABG) and an implantable cardioverter defibrillator (ICD). The patient did require extended hospitalization before the fatal event. The physician¿s opinion regarding the cause of this adverse event is that the dissection was associated with the catheters manipulation, catheters exchange through the aortic approach and the patient¿s aortic disease.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).